Event description:
It was reported that the pump shows error code 46510. There was no patient involvement. Evaluation of the returned device identifies the downstream occlusion (dso) sensor was inoperable. This leads to interruption of therapy while in use.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A delaminated downstream occlusion (dso) seal was identified. A functional test was performed, and the reported issue was confirmed through pump powerup test. Also, found the downstream occlusion (dso) sensor inoperable. As a result, dso seal, sensor and pwa board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.